Manufacturer narrative:
On-site investigation was performed by field service engineer. According to received information ventilation paused for about ten seconds before resuming air supply. On-site testing confirmed that suction catheter had the wrong size and was too thick. No further problems occurred. It is confirmed that negative pressure suctioning was used and no specific model of equipment was provided. The device's logs were not provided for further analysis. The cause of the issue is related to suction catheter.

Event description:
It was reported that ventilation paused during suctioning. There was no patient harm. Manufacturer's ref. #: (B)(4).